Manufacturer narrative:
(B)(4).

Event description:
It was reported the stylet sticks during insertion. The reporter stated that during a procedure today the healthcare professional (hcp) had taken the stylet out of the lead and tried to insert another stylet and they were unable to as the stylet was getting hung up on the proximal end of the lead. The reporter further stated that two or three stylets were tried, but the issue was not resolved. It was noted a new lead was used and that lead worked fine. Additional information received reported that all of the leads were tossed during surgery. Additional information was requested, but was not available as of the date of this report.